Event description:
It was reported that a lead was fractured during explant and it was not entirely removed. The patient resolved without sequela on (B)(6) 2013. It was reported 8 days later that the patient had a lead revision on (B)(6) 2013. The difficulty associated with the tined lead removal was marked as slightly difficult, with a note on the case report indicating a lead fracture. The new lead was implanted on the opposite side and the patient remained in the study.

Manufacturer narrative:
Product ID 3889-28 lot# v699552, implanted: 2011 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).